Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the distal and mid-section of the device were damaged and bunched 3 mm proximal from the proximal end of the distal markerband in a proximal direction. The undamaged section of the crimped stent outer diameter was measured and result was within the maximum crimped stent profile measurement. Proximal end of stent was still crimped in place. Stent damage most likely occurred due to interaction between the stent and the guide catheter. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A vl 3.5 mach 1 guide catheter was engaged in the lesion. Following pre-dilation with a non-bsc balloon catheter, a 25 x 24mm synergy drug-eluting stent was advanced; however, the device became stuck inside the guide catheter. The device was simply removed from the patient's body but it was noticed that the stent struts were flattened and shortened. The device was replaced with a non-bsc stent and the procedure was then completed. No patient complications were reported and the patient's status was good.